Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, the PICC placement hand was completing the placement and installing the compression sleeve when the latch cracked, reopening the catheter to install it using a new connector and completing the placement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of groshong catheter connector damage was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a proximal groshong connector segment. The depicted portion of the device included the suture wings and the grey plastic latching portion. Both locking arms were completely detached from the connector. No obvious deformation was observed. The fracture sites appeared regular. Connector damage was evident in the provided photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.